Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle units in the gas modules were removed and reinserted. The ventilator then passed several successful pre-use checks. No parts were replaced and no ventilator logs were provided. The ventilator was cleared for clinical use. The root cause of the reported failed pressure transducer test was most likely an incorrectly mounted nozzle unit. This will be detected during pre-use check.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).